Event description:
Device 1 of 2. Reference MFR report #: 3006705815-2018-03495. Additional information received the leads were explanted and replaced. Patient now has effective therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report #: 3006705815-2018-03495. It was reported that x-rays revealed that one of the patient's leads migrated out of the epidural space. Surgery may be pending to address the issue.